Event description:
Customer reportedly received the following results on the aviva system on (B)(6) 2014 within 10 minutes: 106 mg/dl, 182 mg/dl, and 84 mg/dl. Customer also reportedly received the following results on the aviva system on (B)(6) 2014 within 10 minutes: 381 mg/dl, 263 mg/dl, hi, 132 mg/dl and 352 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.